Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05249. It was reported that the following day after a pacemaker implant, the patient experienced some chest pain. The patient was sent for a cardiac cath, which was negative. An x-ray revealed a small pneumothorax. As the chest pain continued, a CT scan was scheduled and revealed a small effusion and that the screw of the rv lead was through the heart. An electrocardiogram (EKG) revealed loss of capture. The patient was scheduled to reposition the rv lead. During the procedure, the patient¿s heart rate dropped to around 30 bpm. The physician elected to explant and replaced the rv lead. During the procedure, high capture threshold was observed on the ra lead and an x-ray revealed the ra lead was in a different positioned. The ra lead was repositioned with no issues. The patient tolerated the case well.